Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of blank display and damage from the insulin pump. The customer's blood glucose level was unknown. The customer stated that there is a crack beneath the screen that looks like a spider web. The customer was advised to insert new aaa alkaline batteries. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller also, with cracked and bleeding on the lcd glass. Unable to perform the functional tests including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display.